Event description:
A sample was returned by the customer, which was found by a baxter technician to have a leak. The leak was found at the three way standard bore stopcock. The leak was identified during pressure testing at 8 psi, originating from a crack in the stopcock. There were no reports of patient involvement, patient injury, medical intervention, or adverse events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was returned to the manufacturing plant for evaluation. The sample was received contaminated with blood, in a biohazard bag. Visual inspection revealed a crack in the fluid path port. The sample was then assembled and the stopcock was rotated with a twist rotation. The unit failed the functional test because a leak was observed. Therefore, the reported condition was confirmed as a crack in the fluid port path. This product is not recommended for use with lipids, hence the assignable root cause was attributed to off label use. Additional information: a review of the product labeling was performed and found the labeling to be adequate. This issue is being investigated through CAPA.